Event description:
Report received of air in the three lines of this trifurcated transducer set from the transducers to the patient connections. The customer reports that the set had been initiated in surgery by anesthesia. The device had been in use for 12 hours when the air was noted. There had been no indications from the staff of difficulties with flushing or using the device. The air was noted when the staff was preparing to draw blood. Air was noted in all three lines from the transducers to the patient connections. The amount of air in the tubing varied between the three lines. The staff was confident that no air entered the patient. The air was drawn back and blood was able to be aspirated from the three lines. The access sites remained patent. The staff checked all the connections and nonvented caps and found all of them secure. There was no observation of fluid leak from anywhere on the set. The patient's physician was notified. The svo2 catheter was discontinued and a single line transducer was connected to the arterial line. There was no report of an adverse patient event.